Event description:
Indication: parkinson's disease with dyskinesia, with fluctuations. Patient reports pooling of medication at cannula site with the 6mm canula since (B)(6) 2025 change. Cannula has been changed daily by nursing since this point and still having issues with pooling at the site. Patient has followed up with md to discuss this issue later this morning and may end up requesting to try switching to the 9mm cannula. No further information available at this time. Strength/dose/amount: administer the contents of 1 vial under the skin for up to 16 hours each day. Loading dose: 0.80ml, continuous dose: 0.44ml/hr, extra dose: 0.30ml. Reported to (B)(6) by pt/caregiver.